Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. Three separate delivery accuracy tests were performed. The pump was also visually inspected. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump failed accuracy testing by -10.95%. There was no patient involvement.